Event description:
It was reported that the device could not be interrogated, did not respond to a magnet, and was not pacing. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.